Event description:
Customer from hospital, reported blade came out of energy probe while in the patient's shoulder. The doctor used a grasper to retrieve the blade causing no harm to the patient. The doctor was able to continue surgery using another probe. Customer did not know at what point the blade came off, because she was not present. She also mentioned that the probe was new.

Manufacturer narrative:
Device received and investigation is ongoing. Once complete, a follow-up report will be submitted.